Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited rising and high thresholds, and high impedances. The lead was explanted and replaced with a right ventricular (rv) epicardial lead. No patient complications have been reported as a result of this event.